Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user did not follow current instructions of use of the device(s) at the time of the event. The root cause was identified as an error in the connection of a hamilton-h900 humidifier: the expiratory branch of the humidifier was connected to the inspiratory outlet and vice versa, thus ventilating the patient without humidifying the circuit since the pressure cooker was connected to the expiratory branch of the ventilator. After correcting the connection, the unit was working as required. The identified root cause was confirmed.

Event description:
Initials patient bou, male sex, age 62 problem with mounting a hamilton respirator in circuit with pressure cooker. The expiratory branch of the circuit was connected to the inspiratory outlet and vice versa, suddenly ventilating the patient without humidifying the circuit since the pressure cooker was connected to the expiratory branch of the ventilator. I have the impression that this lasted several hours (at least 36 hrs) since the first alarm found on the ventilator of a problem with the temperature sensor on the y-connector dates back to 36 hrs (the alarm log on the hamilton dates back only 48 hours). This must have been mounted upside down when it was decided to change the dry circuit with ech to a casserole circuit (I don't know what day this was done). Probably without medical control of the change since it was done while the patient was in the room and ventilated therefore fast change.